Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. This device was not implanted. No patient involvement. This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
Dn;tion concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
MDR=yes (m). Malfunction in a different situation may c/c to si/d. This device declared a fault code which is indicative of voltage too low for the projected remaining capacity. This represents a malfunction as critical therapy may be compromised. The device has not been implanted. No patient involvement.